Manufacturer narrative:
Device received with missing segment due to moisture damage at the electronic assembly. Unable to perform displacement test, self test, sleep current measurement and active current measurement due to missing segment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer stated that the display was not blank after receiving a new battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.